Event description:
National breast implant registry reported "capsular contracture baker grade iii, suspected" and "actual rupture/deflation". This record is for the right side. The device was explanted and replaced. It is unknown if the device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.